Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The potential for forward firing may exist. There was moderate devitrification at output window on the glass cap. The metal cap had severe charred detritus adhered to the surface. The outer flow tubing open end exhibits minor scratch marks and signs of melting. The fiber was tested using a hene laser fixture and the aim beam was present at the output window. No breaks were noted along the fiber length. The connector cone, segments and tabs appeared to be in good condition and secure. The control knob was intact and capable of rotating the fiber. Due to the observed glass cap distal fracture, an evaluation conclusion code of unintended user error caused or contributed to event was assigned to this investigation. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted circumferential fracture. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.

Event description:
It was reported that after 126,453 joules and 13 minutes of use, the beam became almost invisible and skipped during the vaporization phase. The procedure was completed using a second fiber without clinical consequence. Analysis identified the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge that could potentially lead to forward firing.